Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a osteosynthesis surgery of the right humerous, 2.0 mm cutter ref. 703701 broke, in the tray there were 2 items of the same code with the respective lots 04470v- 04830v (customer cannot say which is the lot nr.). Part of the device remained in the body.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be fatigue related. The failure was caused by the fatigue of the material, which is highly connected to the normal wear of the device, since it has been used since 2017. Furthermore, the use of the instrument on a patient with hard bone could also have accelerated the breakage, since the mechanical forces to which it had been subjected are high. The device inspection revealed the following: the microscope picture of the broken tip of the device shows shiny areas, which are the indicator that the material broke mainly because of fatigue. Indeed, the shiny spots indicate that the device first of all broke partially, and that the two parts rubbed against each other before breaking completely. This behavior is characteristic of a fatigue fracture. Moreover, the breakage lines further prove that the material underwent torsion, which is logical with the use of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a osteosynthesis surgery of the right humerous, 2.0 mm cutter ref. 703701 broke, in the tray there were 2 items of the same code with the respective lots 04470v- 04830v (customer cannot say which is the lot nr.) Part of the device remained in the body.